Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was received with normal operating currents and no unexpected off no power, low battery, failed battery, battery out limit or battery longevity noted. The pump was received with cracked battery tube threads, a cracked belt clip slot at the battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube window, a cracked case at the display window corner and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a failed battery test. Blood glucose level at the time of the incident was not provided. The customer did not have a new battery to use to complete troubleshooting. The customer also reported multiple off/no power alerts and low battery alerts. The insulin pump was not replaced or returned for analysis.